Event description:
Customer reports,"that she experienced a mild electric shock while using her adc device after charging it." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. A visual inspection was performed on the returned reader and a damaged usb port was observed. The reader contained results/readings the reported reader was sent for further investigation and de-cased. A visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. The off current was measured to be within specification, indicating the reader did not have an electric current problem. Therefore, this complaint is not confirmed to use due to a damaged usb port and reader containing results/readings. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports," that she experienced a mild electric shock while using her adc device after charging it." There was no report of death, serious injury, or mistreatment associated with this event.